Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the o ring was damaged out of the box. The customer also reported that the reservoir was unable to lock in place. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all its features working properly. No anomalies noted during testing. Device passed the displacement test. (B)(4).